Event description:
The complainant reported that the clinicians were performing diagnostic patient procedure using radial jaw 3 biopsy forceps. When device caught the tissue, the physician found that there was black material on the tissue. In addition, black material was also found inside the cups. The complainant indicated that the patient's condition was "good".

Manufacturer narrative:
The device was returned for evaluation. A visual examination of the returned device revealed no broken or detached parts. One of the cutters appeared to have a black material on the inside of the cutter cup. This customer complaint was confirmed. According to specification procedures, scale inside the cutter cup is not cause for rejection. A functional evaluation of the returned device revealed that the loop, open/close and poor bite tests were within specification. A review of the device history record for the pertinent lot was performed, no anomalies were noted. A search of the complaint database revealed no additional similar complaints reported for this lot number. In addition, there were no more complaints reported as contaminated for this part number. Based on the investigation, this device was within specifications and no problem was found.